Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at a dose rate of 219.8 mcg/day via an implantable pump. It was reported that several motor stalls had been reported by the physician but no alarm was heard.  A pump alarm triggered on (B)(6) 2023, one time without recurrence since and the patient was without clinical signs.  The patient did not hear any alarms and never experienced any symptoms of malfunction.  The motor stalls also did not correspond to particular exams or elements.  No magnetic resonance imaging (MRI) was performed and no interference was found yet. The pump was interrogated on (B)(6) 2023, and as per the logs the following occurred: (B)(6) 2023 15:44 - pump motor stall recovery, (B)(6) 2023 14:23 - critical alarm regarding pump motor stall,  (B)(6) 2023 14:55 - pump motor stall recovery, (B)(6) 2023 16:20 - critical alarm regarding pump motor stall,  (B)(6) 2023 16:28 - pump motor stall recovery, (B)(6) 2023 8:37 - critical alarm regarding motor stall,  (B)(6) 2023 8:59 - pump motor stall recovery,  (B)(6) 2023 12:13 - critical alarm regarding motor stall,  (B)(6) 2023 12:39 - pump motor stall recovery, (B)(6) 2023 23:27 - critical alarm regarding motor stall,  (B)(6) 2023 01:21 - pump motor stall recovery, (B)(6) 2023 01:52 - critical alarm regarding motor stall,  (B)(6) 2023 02:10 - pump motor stall recovery, (B)(6) 2023 10:13 - critical alarm regarding motor stall,  (B)(6) 2023 11:45 - pump motor stall recovery, (B)(6) 2023 16:41 - critical alarm regarding motor stall, (B)(6) 2023 18:23 - pump motor stall recovery, (B)(6) 2023 14:05 - critical alarm regarding motor stall, (B)(6) 2023 14:29 - pump motor stall recovery, (B)(6) 2023 15:58 - critical alarm regarding motor stall, and (B)(6) 2023 16:20 - pump motor stall recovery. As of (B)(6) 2023, the pump remained implanted and in-use.  The patient was informed to call the center if they heard the alarm.  The issue was not resolved as of (B)(6) 2023.  The patient was without injury regarding their status as of (B)(6) 2023. No surgical intervention occurred and it was unknown if surgical intervention was planned.  The patient's medical history, age, and weight at the time of the event were unknown or would not be provided.

Manufacturer narrative:
D6: the date (B)(6) 2022 is considered an approximate date of implant (specific month and year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Before the event, the patient was already thinking not to replace his pump because he thinks he could manage his spasticity without it. Therefore, the physician started to progressively decrease baclofen dosage to see if the patient prefers not to have a pump. The process is ongoing and it was not decided to remove the pump or replace the pump at this stage. It was further reported that there was no additional motor stall since the pir was done. The cause of the motor stalls had not been determined.

Manufacturer narrative:
H6 correction: the previously applied annex f code f15 is not applicable and has been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that the patient heard the pump alarm several times but not every time. The cause of the motor stalls had not been determined. The physician questioned the patient about his environment to determine if there was any interference. No interference was found. The further actions/interventions planned was the patient was informed to come back to the center if the alarm was activated. The physician was thinking in replacing the pump however this has not been confirmed yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. During the interrogation session the physician did not see an alarm notification on the home screen, and the pump alarm sounded on (B)(6) 2023 , but it stopped quickly. When the pump was interrogated today, the alarm was no longer active. It was further noted that the patient had used their personal therapy manager when the pump was installed but not since. Regarding the physician triggering an alarm using the clinician programmer tablet to check if the alarm could be heard, it was noted that the patient had already heard the alarm. The physician was to check if the patient was possibly using a case with a magnet in close proximity to the pump.